Manufacturer narrative:
(B)(4): placeholder.

Event description:
We received a report that a surgeon used viscoelastic after performing continuous curvilinear capsulorrhexis. The surgeon observed a corneal opacity prior to phacoemulsification and after use of the viscoelastic. The surgeon suspected use of the viscoelastic contributed to the corneal opacity. He stopped the procedure and the patient spent the night in the hospital. The opacity was resolved by the following day. The surgery was completed the following day (two days delay) and the outcome was good; visual acuity was 20/16. There were no other intraocular medications prior to the ophthalmic viscoelastic and the doctor did not reuse a cannula.

Manufacturer narrative:
Corrected data: device returned to manufacturer was indicated as no; corrected to yes. Reason for non evaluation should have been indicated as: device evaluation anticipated; not yet begun. The healon was returned to our manufacturing site for evaluation. The visual inspection did not confirm the customer's reported event as all of the components of the syringe appeared as expected, neither a product defect nor a malfunction was indicated. The customer¿s report of corneal opacity could not be explained, nor was a probable cause determined. Retain/reserve sample testing indicated that no visible defects were found on the package, solution or cannula. Chemical tests on the sample were performed and results were within specification. There were no issues identified related to the complaint description. Visual inspection and chemical tests (ph, osmolality and assay for sodium hyaluronate) on the sample did not find any root cause for the reported complaint as all results were within specification. A review of the manufacturing records found all results were within specification. Lot#um30413 passed all release criteria including microbiological and chemical testing during manufacturing. All results were within specification. No root cause was found. All pertinent information available to abbott medical optics has been submitted.